Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the patient cable was very dirty and not possible to clean, and the screw thread of both connectors were damaged. The functionality of the system is as intended. The patient cable was replaced and software upgraded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged connector threads was confirmed via visual analysis. The mpu (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and upon initial observation, the mpu¿s patient cable was very dirty and uncleanable. The screw thread was on both connectors was damaged. The mpu was able to be powered on and off as intended. The system passed a self-test and functioned as intended. The software was upgraded from v01.01.01 to v01.02.01. The patient cable was replaced, and preventative maintenance was performed. The device was returned to the rental pool. The replaced patient cable was forwarded to the product performance engineering (ppe) lab for further analysis. The replaced patient cable was connected to a test system controller, test mpu and a mock loop. Upon connection of the controller to the mpu, it was noticed that the white power cable was difficult to fasten. The patient cable was manipulated by hand while connected to the system and was able to support the mock loop for an extended period of time without an any issues or alarms. A root cause for the damage to the connector threads was unable to be conclusively determined through this analysis. The device history records could not be reviewed for the mobile power unit (serial number: (B)(6)) due to the records being maintained by the vendor. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.